Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to correct Section A and Section E3.Olympus will continue to monitor field performance for this device.